Event description:
It was reported that by the x-ray examination, the doctor noticed that the implanted rod had broken. However, there is no adverse reaction happened to that patient. The rebuilding surgery happened this year. The doctor took out the broken rod and took two new rods into the patient¿s body.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the device was sent for material analysis and it was determined that the rod fractured in unidirectional bending fatigue. The rods were implanted for roughly 5 years (implanted (B)(6) 2009 and discovered broken in 2014). Over the course of time, physiological loading and/or strenuous activities on the construct may have contributed to the failure. This is further confirmed in the IFU, which states that the "device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." Conclusion: a plausible root cause is implant age.

Event description:
It was reported that by the x-ray examination, the doctor noticed that the implanted rod had broken. However, there is no adverse reaction happened to that patient. The rebuilding surgery happened this year. The doctor took out the broken rod and took two new rods into the patient's body.